Manufacturer narrative:
(B)(4).

Event description:
The customer reported that a nurse did a ballooning test before use. While she tried the ballooning test, she found the inflated endobronchial tube cuff would not deflate completely. There was no report of patient involvement or any required intervention performed.